Event description:
Tech support enquiry received on 21 mar 2006. User responded to a reported cardiac arrest. The samaritan AED was applied to the pt and advised the shock button to be pressed. Upon pressing the shock button the device gave a malfunction warning and shut down. Switching the unit on again resulted in the same warning and shut down. Subsequently paramedics arrived and used their AED however, the pt was not resuscitated.